Event description:
It was reported by the aci clinical specialist that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed mild pvd/calcium present in the vicinity of the puncture site. Access was obtained at the common femoral artery via a 5f sheath (model unknown). There were no sheath exchanges. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the balloon ruptured when the physician pulled the balloon back against the sheath. The device was removed and the pt was converted to approximately 5 minutes of manual compression. Hemostasis was achieved. No additional information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon distal tip, approximately 5.5 mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1202003) indicated that the device lot met all established performance criteria prior to shipment. No files attached.